Event description:
New information received notes that the right atrial lead, right ventricular lead and implantable cardioverter defibrillator were explanted and replaced. The patient condition was stable.

Event description:
Related manufacturer reference number: 2017865-2023-47819 / 2017865-2023-47825. It was reported that the patient presented for a scheduled generator change. During the procedure, insulation damage was noted on the right atrial (ra) lead. The lead was repaired with medical adhesive. The ra lead pacing impedance was noted to be low, as it increased after being repaired. Once the right ventricular (rv) lead and the new implantable cardioverter defibrillator were connected they exhibited noise, decreased sensing, high capture threshold and high pacing impedance. Crosstalk oversensing was also noted on the rv lead. The device and leads remained implanted and programming changes were performed. The patient was recovering post-procedure.